Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy procedure using suture fix, after passing the threads through the labrum, the anchor came out of its location, both the ultrabraid and the durabraid threads. All the defective anchors were removed and another suture fix was implanted in a different place from where the first one had been implanted. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 d8: updated. H3, h6: part of the device was received for evaluation. A visual inspection revealed it returned with original packaging. The anchor is missing, and the device appears to have been actuated due to the placement of dl trigger and button. There is no physical damage visible to the device. Also, two chart-stik labels are missing. A functional evaluation was performed on the returned device and found it has been actuated therefore no test can be performed. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no further risk to the patient is anticipated as a result of the additional bone hole. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. Internal complaint reference: (B)(4). H11 h6: annex e and f codes updated.

Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.